Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient would experience shocking sometimes when sleeping or changing positions. It was unknown when the issue occurred. No further complications were reported or anticipated. Indication for use is failed back surgery syndrome.